Event description:
A retrospective review of 34 patients that underwent actifuse augmentation of their piriform margin, most commonly in conjunction with a lip re-repair and/or open septorhinoplasty. Complications included infection which required debridement, and/or required oral antibiotics. It was further reported that an overcorrection was also noted, specified as patients feeling tightness in the area which required debulking. Four patients ¿returning to theatre¿ had biopsies of the bone taken which showed vital, reparative woven bone alongside actifuse particles. At the time of this report, the patient¿s outcomes were not reported. No additional information is available.

Manufacturer narrative:
A2: age at time of event: mean age at revision surgery was 25 years. Literature article: kerby, j., butterworth, s., stark, h. Robinson, m., hodgkinson, p.. ¿actifuse as an onlay graft for augmentation of the piriform margin: an alternative to autologous bone graft in correcting depression of the alar base. The cleft palate craniofacial journal 2023, vol. 60(5s) 1-148. American cleft palate craniofacial association article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/10556656231167974. Journals.sagepub.com/home/cpc. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.